Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b32000 (lot: 082m03624); product type: 0001-accessory; brand name sensight; product ID b3300542 (lot: va2yt3nv07); product type: 0200-lead; implant date (B)(6) 2024 brand name sensight; product ID b3300542m (lot: va30kdtv42); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during neurologist programming of deep brain stimulation therapy; there was an inability to achieve good tremor control without side effects. It was unknown if patient had a fall or involved in an accident; neurologist was not aware of any external causes. Imaging with magnetic resonance imaging (MRI) and computed tomography (CT) scans revealed that the leads had migrated and were located deeper than the planned target location. Specifically, the left-brain lead had moved up 5mm from its original location, and the right brain lead had moved 20mm from its original location. The burr hole cover clips on both the left and right sides were found opened and not locked in place. The left lead was revised surgically with the lead secured and the clip closed resulting in good therapy outcomes after testing. The right lead was moved migrated 20mm, but surgeon was not able to obtain good therapy results and it was decided to secure the lead in place and schedule a future surgical revision.